Event description:
It was reported that a cartridge alarm 20 occurred during the load process of the pump, and the customer was unable to reach the screen to remove the used cartridge before the alarm. There was no adverse impact to the customer's blood glucose level. Following the report, it was confirmed that the pump was under warranty, and technical support decided to replace it. The customer was informed of the necessary steps, including storing the pump, reprogramming settings, and connecting the cgm to the replacement pump. The customer was also provided with instructions for returning the faulty pump within 10 days to avoid charges and acknowledged the receipt of these instructions.